Manufacturer narrative:
The device was returned for evaluation without a specific complaint or event. The device was at end of service (eos) level upon receipt. Electrical tests performed after replacing the battery revealed high drain current which was isolated to the hybrid. Further evaluation found an anomalous integrated circuit (ic) as the root cause of the high current. Longevity assessment was performed, and the device did not meet projected longevity indicating premature battery depletion. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
This report is to advise of an event observed during analysis.